Event description:
Complainant alleged that while attempting to monitor a 60-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defibrillation testing without duplicating the report. An external inspection of the device found no discrepancies. The accessories used during the event were not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.